Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and ketones. The blood glucose reading at time of the call was 200 mg/dl. It was stated that the insulin pump no delivery multiple times. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Changed the fixed prime and found that it was set up to 16.8 units and the customer's father was not sure why. No further info was provided.